Event description:
The table was in slight tilt left and rev-trend. The return to level button was pushed, and the table properly returned to level from the tilt left position. After the tilt left return, it was reported that the table shimmied, and then immediately went all the way down into the reverse trendelenburg position until the foot section contacted the floor. The patient slid about a foot down the table but did not fall off. There was no patient injury reported.

Manufacturer narrative:
The table was evaluated by a berchtold corp service tech on (B)(4) 2010 after the incident at location where the incident occurred. The table is in good physical condition. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The table will be returned to the (B)(4).